Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix mechanism was retracted. Electrical testing and x-ray analysis did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Detailed analysis confirmed that lead meets specifications.

Event description:
Boston scientific received information that this right ventricular lead exhibited low amplitude and high pacing threshold. Surgical procedure and intravenous antibiotics were needed to resolve the issue. During procedure removal difficulty was reported. Lead was successfully explanted and replaced. No additional adverse patient effects were reported.